Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient¿s blood pressure was low. After the valve was deployed, the valve dislodged slightly upward and the blood pressure dropped further. Transesophageal echocardiogram (tee) showed trace paravalvular leak (pvl). A second valve was prepped and was ready to be delivered. Echocardiogram showed an issue with the right ventricle (rv). A saphenous vein grafts (svg) to the right coronary artery (rca) was noted. A catheter was placed and showed the graft open. The native rca looked the same as the catheter images from the day before valve implant. The patient went into ventricular fibrillation and ventricular tachycardia (vf/vt). The patient was shocked multiple times, and cardiopulmonary resuscitation (CPR) and code blue protocols were followed. The valve was closely monitored by tee probe and it was felt the valve was functioning with no concerns with pvl or central regurgitation. The left coronary artery (lca) was imaged and the left internal mammary artery (lima) graft was all open. It was determined the second valve was not warranted. Subsequently the patient passed away. The cause of death was not provided.

Manufacturer narrative:
Additional information was received reporting that per the physician the cause of death was acute onset cardiogenic shock. Patient history added to b7. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. The valve was not returned to medtronic, so no product analysis was performed. Images were submitted to medtronic for review. The image review of one fluoroscopic still image with contrast showed an evolut transcatheter aortic valve (tav) at an acceptable implant depth at 80% deployed prior to final release. A video image showed the release of the valve and slight aortic dislodgement with the final release. No other images or videos were provided to confirm the exact position of the valve after release. Additional echocardiogram or fluoroscopic images would have been needed to provide confirmation of exact valve depth post-deployment. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. With the information available, a conclusive root cause of the dislodgement could not be determined. Dislodge events are typically not related to a device malfunction. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the information available, a conclusive cause could not be determined but the dislodgement may have been a contributing cause. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the information available a conclusive root cause could not be determined but it may have been related to the dislodgement. Trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Ventricular fibrillation and ventricular tachycardia are generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. They are potential procedural complications associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. With the information available a conclusive root cause could not be determined but it may have been related to the hypotension. The patient was shocked multiple times, and cardiopulmonary resuscitation (CPR) and code blue protocols were followed. The valve was closely monitored by a transesophageal echocardiogram (tee) probe and it was felt the valve was functioning with no concerns with pvl or central regurgitation. The left coronary artery (lca) was imaged and the left internal mammary artery (lima) graft were open. It was determined a second valve was not warranted. The patient died and per the physician, the cause of death was acute onset cardiogenic shock. The valve was not explanted nor an autopsy performed. Per the physician, the valve did not cause or contribute to the death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Updated data: g1, h6 method, result and conclusion codes corrected data: h6 additional annex e (inadvertently omitted on previous report). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.